Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle 300 cup size 56 mm, a solution system 8" straight implant femoral stem, a pinnacle metal insert 36 mm x 56 mm neutral, and an articul/eze m metal on metal femoral head, 36 mm +12 femoral head. Soon after surgery I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also have difficulty walking, standing or sitting for extended periods of time. Diagnosis or reason for use: degenerative and post-traumatic arthritis right hip.